Event description:
On 4/14/92 device was implanted. On 3/25/94 the left cylinder was revised. On 11/8/96 the device was removed from the pt due to fluid loss--left cylinder. Another device was implanted.